Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer's blood glucose was over 400 mg/dl at the time of the alarm. It was found the no delivery alarm was resolved by a complete set change. The customer also reported a hospitalization event for their high blood glucose. Customer was hospitalized in (B)(6) of 2014. Blood glucose at the time of admission was over 600 mg/dl. It was found the customer's infusion set cannula was curled up, causing the customer's high blood glucose. Customer was hospitalized for one day and then released. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.